Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 944640, and the expiration date was not provided. The calibration history revealed instability during the event timeline. The customer was instructed to decontaminate the system by flushing the water tanks. After the procedure, the customer performed successful mechanical checks and qcs. The investigation determined that a hardware issue had caused the event. The customer has not reported any other issues. The issue was resolved through the customer's system maintenance.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 4 patient samples on a cobas c 503 analytical unit. Patient 1's initial result was 0.51 mg/dl. The repeat result on another c 503 was 1.02 mg/dl. Patient 2's initial result was 0.41 mg/dl. The repeat result on another c 503 was 0.93 mg/dl. Patient 3's initial result was 0.44 mg/dl. The repeat result on another c 503 was 0.96 mg/dl. Patient 4's initial result was 0.45 mg/dl. The repeat result on another c 503 was 0.97 mg/dl. The repeat results were deemed to be correct. The samples were repeated because the customer noticed a negative bias and a possible water issue.